Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients lead was explanted for an unknown reason. No further information can be obtained.